Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). The meter and test strips were received for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation is ongoing. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for 1 patient when tested with a coaguchek inrange meter compared to an unknown laboratory method. On (B)(6) 2024 at 8:00 am the patient had a meter result of >8 inr while at 10:00 am the laboratory result was 1.4 inr. The blood collection for the meter measurement was capillary and the blood collection for the laboratory measurement was venous. The patient¿s therapeutic range was 3.5 - 4.0 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips (lot number: 68883710) and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of >8 inr mentioned by the reporter was not observed in the meter¿s patient result memory on the alleged date; the last measurement was done on 10-apr-2024 with the returned meter. The investigation did not identify a product problem.